Event description:
During the atrioventricular nodal reentrant tachycardia procedure, communication issues resulted in a procedural delay. It was noted there was no video on the remote monitor. The issue was resolved after several system reboot attempts. The procedure was completed without adverse consequences to the patient.

Manufacturer narrative:
Additional information: d1, d9, g1, g3, g6, h2, h3, h6. The results of the investigation were inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.